Event description:
The customer reported to beckman coulter obtaining one patient result with elevated troponin I values on the access 2 instrument. The result was reported out of the lab and, the physician questioned the result, but there was no change to treatment. A subsequent draw of the same patient (90 minutes later) was run on a second system in the lab and resulted at 0.01 ng/ml. Further testing of both samples resulted at 0.01 ng/ml . The retest on the access 2 instrument was still high (see attachment).

Manufacturer narrative:
The customer had a failing system check after the event. The washed %cv was 203% (range 0.00-12.00%). The customer replaced the aspirate probe tubing (p/n 77372) and a subsequent system check passed with 7.64%cv. In addition, the customer ran a 15 replicate precision study on level 2 qc and achieved 2.57%cv, as further system verification. The cause of the erroneous troponin I patient result can be attributed to the peri-pump tubing (p/n 77372) which had excessive wear and was incompletely aspirating during the vessel wash sequence. (B)(4). Customer resolved the issue.